Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and required maintenance. A field service engineer (fse) shut down the station, removed the back panel, removed the full height cubie in drawer 6, and replaced the inseparable before reinstalling the drawer. The back panel was locked, the station was powered back on, and functional testing was completed in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 6 main required maintenance. A customer reported that the issue began while attempting to retrieve medication from the drawer. The medication could not be accessed, resulting in a delay. It was confirmed that the user was still unable to obtain the medication at the time of reporting, and the duration of the delay was unknown. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.